Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10-jul-2023. H.6. Investigation summary: one picture and ten samples were provided for investigation. A quality engineer was able to review the picture and samples of a syringe 5ml ll bns from lot #2217135 regarding item #301027 with the reported complaint of "scale marking issue". The defect appears to be double printing on the scale numbers from the picture. It could not be confirmed from the picture if the scale lines were impacted. Upon receiving ten samples, all ten samples had smeared or double printing on the scale numbers. Three of the samples had scale lines with at least 50% missing print on some of the scale lines which is rejectable per qc701502. Two of the samples had slight scratched print and five had no visible defects on the scale lines. The scale number print was slightly smeared but did not impact readability. Potential root causes for the defects found are an improper engagement of printhead assembly clutch due to a slip or stutter of the clutch and/or outfeed chain timing. A review of the device history record was completed for batch #2217135. All inspections and challenges were performed per applicable operations qc specifications. There were zero notifications noted that pertained to the complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Per bd corrective and preventive action (CAPA) corporate procedure, the reported issue does not represent a single significant incident that would trigger a CAPA. H3 other text : see h10.

Event description:
It was reported that 615 bd 5ml syringe luer-lok tip non-sterile had scale markings that had double printing. The following information was provided by the initial reporter: it was reported that the material was rejected during production process due to the following condition: 615 pieces were found with double printing.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 615 bd 5ml syringe luer-lok tip non-sterile had scale markings that had double printing. The following information was provided by the initial reporter: it was reported that the material was rejected during production process due to the following condition: 615 pieces were found with double printing.